Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6. Visual examination of the returned product and provided pictures identified the device has fractured at the spring shaft. There are wear marks visible on the junction location. The spring shows bumps under the black sheath. Fracture analysis has been previously analyzed for this fracture location, and it is determined the wires fractured due to overload. Medical records were not provided. A definitive root cause cannot be determined. Based on the product review, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a right hip procedure, the flexible drill shaft broke. The drill broke after the required drill hole was made, but there was no option to drill a second hole, if needed. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.